Event description:
It is reported that it was attempted to implant the stem plug, but it would not fully seat resulting in the use of an alternate tibial component.

Manufacturer narrative:
This report will be amended when our investigation is complete.